Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed noise over-sensing on the right atrial (ra) lead. The clinic will continue to monitor the patient and no intervention was performed. The patient was in stable condition.